Manufacturer narrative:
(B)(4). It was reported that the physician notified the caller that it was discovered after the case was completed that there was a skin burn on the patient surrounding the grounding pad. Stockert IFU states that the area of patch application must also be thoroughly cleaned, dry, and preferably shaved for optimum placement and grounding of the patch to reduce the likelihood of skin burn. The facility declined service as no malfunction of the device was noted. The device history record for stockert generator serial number (B)(4) shows that no manufacturing or test fails were noted during the manufacturing cycle related to functionality of the device.

Manufacturer narrative:
The concomitant products: carto 3 system (serial#(B)(4)), stockert generator (serial#(B)(4)), and coolflow pump (serial#(B)(4)). (B)(4).

Event description:
It was reported that after an atrial fibrillation (afib) procedure, the physician notified there was a skin burn on the patient surrounding the grounding pad. Additional information was requested, but no response has been received.